Manufacturer narrative:
H.6. Investigation: the complaint investigation for false positive results when using the kit bd max sars-cov-2 reagents (ref (B)(4)) assay kit lot 0168222 was performed by the review of the manufacturing records, review of the customer data and verification of complaints history. Review of the manufacturing records was performed on the kit bd max sars-cov-2 reagents assay kit lot 0168222 and records indicated that the qc lot results were compliant. The customer complained about false positive n1 results, which gave negative results when tested with cepheid and abbott assays. Two run files performed on bd max¿ instrument ct1790 were provided, runs 32 and 48. The n1 curve of the sample in run 32 lane b12 looks like real but late amplification, with a high endpoint. Moreover, there is amplification in the n2 channel but slightly under the cutoff to be positive. The presence of both amplifications (n1 and n2) without anomaly or glitches suggests true positive results, at the limit of detection (lod) of the assay. The curve from sample in run 48 lane a3 shows an atypical shape and did not correspond to true amplification. It is a known issue previously observed in other complaints. Indeed, multiple complaints for a similar issue with the bd sars cov-2 assay were received, for false n1 and n2 positive results. It was found that these issues could be caused by product design issues, combined to a contribution from the instrument. Moreover, this atypical curve could have also been caused by the 175 ¿l tips included in the kit, since these tips were identified as a potential source of partially filled pcr cartridge wells and bubbles, which may generate such curves. Finally, an unknown instrument issue could also have contributed to this noisy curve. There is a complaint trend for non-reportable results (unr & ind) associated to the 175ul tips and a trend on bd sars-cov-2 reagents for bd max system lots for false positive results. Bd has received several customer complaints for high background noise when using bd sars-cov-2 reagents for bd max¿ system. The root cause for the false positive results were not identified. Bd cannot confirm the complaint based on the investigation that was performed but a corrective and preventive action (CAPA#1177233) was initiated to investigate the 175 ¿l tips contribution. In addition to that a corrective and preventive action, CAPA#1632720, is already initiated to investigate the root cause of the high background fluorescence values and some mitigation actions are already in process.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. Patients were placed in isolation until the confirmatory test was complete. There was no report of patient impact. Eua #: eua200159.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Eua #:(B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by the laboratory personnel. Confirmatory testing was performed using a different test method and the results were negative. Patients were placed in isolation until the confirmatory test was complete. There was no report of patient impact. Eua #:(B)(4).